Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information the device was returned for evaluation and the clinical observation could not be confirmed. As received the implant coil was found damaged, stretched, without its original shape with the polypropylene filament intact, and still attached to the pushwire. The pushwire was found broken into two segments from the proximal end but retained together by the release wire. The proximal segment of the pushwire found bent and the tack weld replacement (twr) crimp was found intact. The distal pushwire segment was found bent and intact distal to the break indicator at the manual detachment location (via hypotube). All other subassemblies appeared to be normal and no other anomalies were observed. As the device was received in a condition was contradictory to the complaint description (premature coil detachment), follow-up was conducted to confirm the complaint details and that the correct device was returned. Information received confirm the reported information. However, based on the device evaluation, this is not a coil premature detachment issue as reported. Consequently, the reported event cannot be confirmed and the cause could not be determined. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device has been received and device evaluation anticipated, but not yet begun. Upon completion of the device evaluation a supplemental report will be filed.

Event description:
Medtronic received information that during coiling treatment of cerebral arteriovenous fistula transcatheter arterial embolization (tae), this coil detached prematurely inside the catheter. It was reported that when physician started inserting the coil through the microcatheter, there was resistance felt inside the catheter during delivery. The coil was removed from the patient and used new coil from different manufacturer to continue. No patient injury was reported.